Manufacturer narrative:
Lot number(s): hcg9120203, expiration date(s): 11/2011. Control lot: 25miu/ml hcg urine control lot: hcg100113-01, 100miu/ml hcg urine control lot: hcg100513-01, 237.6iu/ml hcg urine control lot: hcg100420-01. Summary of results: the retention strips meet qc specification. Details as below: correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine controls. (N=6). Clearly positive results were observed at 3 minute read time when tested with 100miu/ml hcg urine controls. (N=4). Clearly positive results were observed at 3 minute read time when tested with 237.6iu/ml hcg urine controls. (N=4). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.

Event description:
Caller reported a false negative urine hcg pregnancy test result on dipstick test vs. Serum quantitative result and home pregnancy tests. Patient ran two home pregnancy tests earlier the same week with positive results (on two different days), but was negative in the office. A serum quantitative test was run the same day ((B)(6) 2010) with a result of 38miu/ml. Last menstrual period was (B)(6) 2010. Clinic uses urine hcg dipstick test as an screen for pre-iud insertion, pre-colposcopy, etc. Clinic just switched to this brand and is now questioning it.